Event description:
It was reported that a patient presented to the hospital due to a patient condition. Interrogation indicated pacemaker mediated tachycardia which induced a true atrial arrythmia, which was later terminated by the device. Corrective programing changes were made. The patient was stable throughout.